Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the small and large keypads as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed keypads but the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would "lock up" and would not power off. There was no patient use reported with the event.